Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken pelvic array. Tha procedure delayed for 5 minutes.

Manufacturer narrative:
Reported event: it was reported that the pelvic array assembly broke while tightening. Product evaluation and results: visual inspection shows thumb screw damage. See attachment 1 for image of the instrument. Dimensional inspection was not completed since visual and functional inspection confirmed damaged thumb screw. Functional inspection confirmed pelvic array assembly, p/n 112230 damaged thumb screw not engaging properly. Product history review: review of the product history records indicate 50 devices were manufactured under lot no 1945616 and accepted into final stock on 10/01/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot 19450616 shows no additional complaints related to the failure in this investigation. Conclusions: visual inspection confirmed damaged thumb screw. Functional inspection confirmed thumb screw not engaging onto array adapter. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Broken pelvic array. Tha procedure delayed for 5 minutes.